Event description:
On 05jun2024, a patient (pt) in brazil reported pain in both eyes (ou), redness, and foreign body sensation in 2020 while wearing the acuvue oasys for astigmatism brand contact lenses (cls) and was diagnosed with ou corneal ulcers. The pt was prescribed an unknown eye drop every 2 hours for approximately 15 days and a ¿cream¿ twice daily (bid) for an unknown duration. The pt reported being unable to wear cls for some time but can¿t recall any additional details. No additional information is known. The pt uses opti-free solution and has a ¿monthly or less¿ replacement schedule with daily cl wear. Additional calls were placed and emails sent to the pt on 07jun2024 and 11jun2024 for the treating eye care professional¿s (ecp¿s) contact information to verify the pt¿s diagnosis and treatment, but no additional information was provided. This ou corneal ulcer event is being reported as worst-case as we were unable to verify the diagnosis and treatment with the ecp. The date of event is being reported as 01jan2020 as the exact event date is unknown. The suspect lot numbers(s) are unknown. The suspect right eye (od) cl was discarded. No additional investigation can be conducted. This report is for the pt's od event. A separate report will be submitted for the pt's os event. If any further relevant information is received, a supplemental report will be filed if applicable.